Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. In addition, the pump battery fluctuated. Customer¿s blood glucose value was 202-221 mg/dl. Reportedly, the customer reverted to manual injections for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.